Manufacturer narrative:
The device was returned for analysis. The reported guide break (separation) and bend were confirmed. Difficulty to insert the device into the anatomy and entrapment of the device in the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent information was received: there was moderate calcification in the common femoral artery. A 6f sheath was used and the sheath size was upsized to 14f sheath for a heart transplantation patient. Additionally, per the return device analysis, the device was broken but held together by the actuator wire. It was confirmed by the account that the device break occurred in the patient. It was also reported that the sheath was noted to be bent when it was removed from the patient due to the resistance met during removal. Hemostasis was achieved via surgical suture. A 30-minute delay was reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported this was an arteriotomy closure of the common femoral artery using the pre-close technique hole prior to an interventional. Reportedly, as the first proglide device was advanced in the patient's anatomy, it was not able to be advanced any further. The device was attempted to be removed; however, it could not be pulled back and became stuck. Surgery under general anesthesia was performed to remove the device and achieve hemostasis. The interventional procedure was aborted. There was a reported clinically significant delay in the procedure. No additional information was provided.